Manufacturer narrative:
The company rep reviewed the error codes in the logs of the unit. Transducers and drive assembly both checked out okay. The company rep replaced the front end circuit board (B)(4), due to corrosion on several components, which was related to a saline spill that occurred at an earlier date. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, upon start-up of the unit, they received an electrical test failure code #52 (shuttle transducer offset failure). No pt was involved.